Event description:
Freestyle libre 14 day sensor caused severe chemical burn to arm three consecutive times. Libre is aware that there is an issue and would send replacement sensors but I am unsure issue has been resolved. There are over 1000 individuals on a (B)(6) page that have same chemical burn issues, and it seems the cause is the adhesive that was changed in the 14 day from that of the 10 day. Many are continuing to use by removing adhesive so there may be a lack of reporting related to this. I have stopped using but would like a refund for the 6 sensors I have now ($(B)(6)+). I would like libre to refund money but better if they would acknowledge problem which they have not, and fix it so others are not burned. Look at (B)(6) page of the 100-1000 who have received burns. I have photos of burns. FDA safety report ID# (B)(4).